Manufacturer narrative:
(B)(4). Date sent to FDA: 12/22/2020. Additional information: d9, h3, h6. H3 analysis summary: a failed suture needle was received for fractographic evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what do you mean by ""the needle was broken at the swage part""? Please explain. No. Further information is available. Did the needle broke in the swage part or did the device present pull off suture needle? Please clarify. The needle broke in the swage part. A manufacturing record evaluation was performed for the finished device lot qbmbxq, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on 10/5/2020; and a suture was used. During the procedure, the needle broke at the swage part during use on the anus. There were no adverse patient consequences reported. No additional information was provided.